Event description:
Additional information was received indicating that a total occlusion with thrombus occurred at an unknown site. This patient expired approximately eight weeks post index procedure and this event was reported as unrelated to the index device.